Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter prompted an "error 5" message and read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the technical service representative (tsr) documentation. The patient's mother reported that the alleged error message first began to appear on the late evening of (B)(6) 2011 between 11:00pm and 12:00am. The reporter informed the tsr that the patient manages her diabetes with insulin; however, it is not known what action, if any, the patient took that evening as a result of the issue. The reporter stated that on the morning of (B)(6) 2011 she attempted to test the patient's blood glucose again; however, continued to obtain the alleged error message. While attempting to test the patient, the reporter stated that the patient had a "seizure" and "could not talk or move". The patient's mother reported that she initially treated the patient with cake icing but ended up giving her a glucagon injection. The reporter confirmed the patient responded to the treatment. During the incident, the reporter stated after several failed attempts she was finally able to obtain results with the subject meter; however, was concerned about the variance between them. The reporter claimed she obtained blood glucose readings of "31, 74 and 34 mg/dl" performed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or 20 mg/dl. At the time of troubleshooting, the reporter confirmed the subject test strips appeared in good condition, were within their expiration date and stored properly. In addition, the tsr noted that the reporter was using the proper testing technique. The reporter did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claimed the patient was unable to test her blood glucose due to the alleged error message and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. In addition, this complaint is also being reported because the subject meter did not meet lfs' precision criteria.